Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) had reached and eri (elective replacement indicator) battery status and was removed. The physician was dissatisfied with the longevity of the ICD.